Manufacturer narrative:
The implantation fluoroscopy photographs supplied to us by the implanting site revealed typical balloon sizing of the defect, and excellent apposition of the device on the septum. The echocardiogram movie clips, taken on the day of the explanation, revealed what appears to be a mass in the left atrium, suggestive of thrombus. Based on the explant photograph provided by the implanting site, the device exhibited typical tissue coverage throughout the proximal scaffold over the ten weeks it was implanted. No fractures were observed on the framework. The overall integrity of explanted device is excellent. The device appeared to be well seated on the septum, and the process of tissue encapsulation apparently had begun to progress, based on visual examination. The reported thrombus could not be confirmed since the purported thrombus tissue observed in the left atrium during tee examination was not submitted for pathological analysis. We could not determine the source of the mass observed in the left atrium due to the reason stated above. Our investigation into this matter remains inconclusive. At this point, we don't anticipate receiving any new details surrounding this case, and as a result we are considering our investigation closed.

Event description:
The end-user reported a patient implanted with a 28mm cardioseal in 2006; experienced right side weakness and visual disturbance in 2006; approximately 10 weeks following implantation. Tee movie clips, taken on the day of the explanation, revealed what appears to be a mass in the left atrium, suggestive of thrombus. The occluder and mass were surgically removed. The dried-up device was submitted to us for analysis in a plastic vial with a non-airtight cover. The tissue mass observed in the left atrium during tee examination was not submitted for analysis.